Event description:
It was reported by the sales rep that the footpedal was sticking and causing the drill to run for an extended period of time. There was no pt involvement or adverse consequences associated with this event.